Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose and would not lock the cutter. It was determined that the device was leaking oil due to the hole in the hose. Therefore, the reported condition was confirmed. It was determined that the hole in the hose was from allowing the cord to come in contact with a sharp object. It was determined that the device failed cutter lock due to debris in the locking mechanism from improper cleaning. The assignable root cause was determined to be due to misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine inspection, it was observed that the motor device was leaking oil. There were no delays to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once (B)(4) evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.